Event description:
It was reported that during in-house engineering evaluation, it was determined that the vapr tripolar 90 suction elect device had foreign substance/debris/cleaning/sterilization. It was noted in the service order that the device was returned with no allegation of malfunction. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. 2 devices were returned. Visual inspection of the returned devices found that the devices comes out of its package. Few scratch marks can be observed on the ceramic tip. No other anomalies were noted. The devices will be sent to the manufacturer for further review and testing. Manufacturing investigation results for vapr tripolar 90 suction elect: device no. 1: the device was received in its original packaging. The tip is used, tissue debris in the suction ports, several scratches on the ceramic. Handle assembly is used, no misuse. Cable and plug assembly is used, procedural residue visible in the suction port. Device no. 2: the device was received in its original packaging. The tip is used, tissue debris in the suction ports, several scratches on the ceramic. Handle assembly is used, no misuse. Cable and plug assembly is used, procedural residue visible in the suction port. Both devices passed all electrical and functional tests. Visual inspection of the distal tip region found that the ceramic has multiple scratch marks visible. It is not known what caused these scratches, although similar marks are found when the ceramic is rubbed against metallic objects during clinical procedures. Based on the findings, the potential cause for the scratches on the ceramic tip is undetermined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a manufacturing record evaluation was performed for the finished device u2311012 number, and no non-conformances were identified.